Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. Device could not be charged even with multiple charge cycles. On each charging cycle, the end-of-charge beeps were heard, but the ipg could not be linked with a remote control. The wake-up signals were not generated by the device. Internal inspection found: the battery insulation was melted (fail). Battery measured zero volt (fail). Battery acir measured 0.30 ohm (pass). Vh to ground impedance measured mega ohm range (pass). Sleep current (average) measured 98 ua (pass). Device would turn on normally with an external power source. Device memory contents were uploaded from the ipg to a test pc. Device data revealed that the latest battery level was 3.637 volts, and there was no charging issue until then. It appears that an internal short has occurred which resulted in the drained battery and inability to communicate/charge the ipg. The battery was reconnected and charged using a known good charger. Ever since the ipg was powered by an external supply, it has regained functionality and it exhibited normal charging and discharging characteristics. The inability to charge complaint could no longer be duplicated.

Event description:
A report was received that the patient's ipg was no longer working and would not hold a charged. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer working and would not hold a charged. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.